Event description:
Event description guidant received information that this pacemaker, which was included in the pdm hermetic sealing advisory - second population (1/21/2006) as described in guidant's january 21, 2006 physician letter, was unable to be interrogated after several attempts with wand positioning and utilizing different programmers. Device was unresponsive to magnet application. It was suspected that the device may have prematurely depleted as the battery status indicated 25% remaining in december 2005. With suspected device failure, the pacemaker was explanted, replaced, and returned for analysis. There have been no reported patient symptoms associated with this clinical observation.